Event description:
It was reported the patient was not feeling well, with no specific symptoms but device interrogation showed the right atrial (ra) lead had oversensing or non-physiologic sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.